Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4); failure (event) observed during analysis. Analysis found that no communication could be established upon receipt of the device due to a depleted battery as a result of high current. The high current drain was due to an anomalous integrated circuit component within the hybrid.